Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) and the customer consumed lunch to address the bg level. The customer reported that the low bg was due to not eating enough food for breakfast and due to high activity. As the low bg was not occurring at the time of the event, tandem technical support advised the customer to discuss the low bg with a healthcare provide.